Event description:
The customer reported that the 840 ventilator had an erratic display. There was no pt involvement. Customer reported that they will replace the graphical user interface (gui) printed circuit board (pcb) and will contact covidien to download the operational software. Covidien is not authorized to service the device.

Manufacturer narrative:
Covidien reference number: (B)(4).